Manufacturer narrative:
Concomitant products include codman pump, serial number unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via a competitor¿s implantable pump with the manufacturer¿s catheter for an unknown indication for use. It was reported on (B)(6) 2017 that there was a catheter replacement due to a catheter issue. It was noted that the catheter kept breaking with the competitor¿s pump that the patient had. Please note that the report indicated that the patient was slurring and rambling with his words and it was unknown that all the information the patient was stating had been documented accordingly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.